Event description:
Patient's subq remodulin remunity pumps failed(both pump running and back up pump), requiring patient to be hospitalized to restart her remodulin infusion. Patient tried to trouble shoot with (B)(6) pharmacy on-call nurse who was unable to sync pumps with remotes. Both pump sets were sent back to (B)(6) pharmacy. No follow up from the specialty pharmacy was received to determine what the issue was.